Event description:
It was reported that during an artificial vessel displacement for an abdominal aorta, the suture frayed. The suture then broke and it was discarded by the hospital. There was no pt use.